Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch delica lancing device was broken, the lancet holder was damaged. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 3-4 weeks ago, the exact date/time was not specified. The patient reportedly manages his diabetes with oral medication (unknown type) along with diet and exercise. He stated on an unknown date and time he increased his food/drink intake as a result of the alleged issue. It was not clear if the patient had stopped checking his blood glucose due to the alleged issue. He claimed "a few hours" after the alleged issue occurred; he developed symptoms of "sweating, dizziness and nausea" and reportedly went to the hospital on an unknown date/time in (B)(6). A blood glucose test was performed using an hcp (unknown brand) meter but the result was unspecified. He claimed he was hospitalized for an unknown time and the form of treatment received, if any, was not clear. At the time of troubleshooting, the cca noted that the subject lancing device was in use for approximately 8 months prior to the alleged issue occurring. The correct lancets were being used and the alleged issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.